Manufacturer narrative:
Additional narrative: device is used for treatment. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimension of the screw fragment (as far as measurable) were checked and found to be in compliance with the technical drawings and (B)(4) specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard. The fracture face is homogenous which indicates material conformity and has the typical view of a forced rupture. Based on the provided details, the exact cause can not be determined. The fracture face and the deformations in the hexagon recess are indications that a mechanical overload, par example by exceptional hard bone or an excessive metallic contact with the plate may have caused this occurrence. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a left proximal tibia fracture procedure, while inserting the cortical screw in the distal hole of the lcp proximal tibia plate, the screw broke. The screw stem remains implanted in the pt.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The mfg documents were reviewed and no complaint related issues were found.